Event description:
It was reported that the patient received a vibratory alert. Upon interrogation the device was found in backup mode with no defibrillation. The device was explanted and replaced.

Manufacturer narrative:
The device was received in a reset mode due to power on reset. Review of stored electrogram record showed a series of noise reversions with noise simultaneous on both a and v sensing channels, beginning about 40 minutes before the bvvi began. The device was tested on the bench and automated testing equipment and was found to be normal. The cause of the reported noise and reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.